Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 and g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure of the quantum board was confirmed to be the cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor had cracks on the screen. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: serial digital interface (sdi) channel had no signal output. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device evaluation found the back panel was aging and damaged, serial digital interface (sdi) channel had no signal output due to faulty printed circuit board (qb). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.